Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Foreign: new zealand.

Event description:
It was reported that during surgery, the unit had intermittent fault. At times, the unit would run but not enough torque to cut properly, then stopped working. There was no patient harm /injury reported. There was no surgical delay reported. An alternate device was not available for immediate use. Due diligence is complete, no further information is available.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2023-01315. The initial report was created in error and should be voided. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, h10.

Event description:
This MDR is a duplicate of 0001526350-2023-01315. The initial report was created in error and should be voided.